Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician device was checked and no deviation was found. The ventilator passed all functional and safety tests and was cleared for clinical use. Review of the provided logs confirm occurrence of the reported issue on date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. The respiratory rate high and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the alarms activation.

Event description:
Manufacturer's ref. #: (B)(4).